Event description:
The pt was admitted into the hospital with unstable angina due to in-stent restenosis of the target vessel. Percutaneous coronary intervention was performed. Four days later the pt was treated with brachytherapy and was discharged two days after that. Two months later the pt experienced unstable angina. This was treated by intensifying the metoprolol therapy to twice a day. The pt was discharged five days later.